Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the little ¿probe¿ behind the patient¿s ear had moved and the surgeon put it back in place and wrapped a little band around the wiring and screwed it to the patient¿s collarbone. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.